Manufacturer narrative:
(B)(4).   The device is not available to be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the sales rep, as the physician back-loaded the stent on to his 0.35 wire, he noticed the stent had already partially deployed (like a martini glass). Stent was removed off the wire. The stent did not enter the patient, product was removed off the surgical table and placed in a double bag. No complication occurred as the device did not enter into the patient. The physician then proceed with another smart flex stent to complete the procedure. No complications occurred to the next stent that was deployed. There were no delays in the surgery. The case was completed approximately under an hour. The intended procedure right peripheral angioplasty/stenting. Sales rep was present at time of incident. Scrub nurse and physician had prepped the device correctly as it was observed by the sales rep. This was not the first time the physician has used the smart flex stent. The physician has used this product numerous of times. The device was flushed correctly and no damage to product during the preparation. No damage to the box and product was within date. This was the fifth smart flex stent he had used during the day. The tuohy borst connector was not loose; it was tight.

Manufacturer narrative:
Additional information was received: the target lesion location was the sfa. However, the stent did not even enter the patient. The sales rep was present at the time and was watching the device being prepared. There was no difficultly or problem during the preparation of the device. Nor was the box or packaging damaged. Whilst back loading the stent on a wire, it was noted that the stent had already partially deployed. The stent then was removed and examined. The stent had deployed into a martini glass shape and wouldn¿t budge back into the shaft. There was no resistance or issues whilst back loading the device. The doctor then proceed with another smartflex stent and had no issues what so ever. At the time there was no picture taken, but the staff put the device away for collection. When sales rep came to collect it the next morning, the nurse unit manager had discarded the device in the bin. Complaint conclusion: the physician back-loaded the stent on to his 0.35¿ wire, he noticed the stent had already partially deployed (like a martini glass). The stent was removed from the wire. The stent did not enter the patient and the product was removed from the surgical table and placed in a double bag. No complication occurred as the device did not enter into the patient. The physician then proceed with another smart flex stent to complete the procedure. No complications occurred to the next stent that was deployed. There were no delays in the surgery. The case was completed approximately under an hour. The intended procedure right peripheral angioplasty/stenting. Sales rep was present at time of incident. Scrub nurse and physician had prepped the device correctly as it was observed by the sales rep. This was not the first time the physician has used the smart flex stent. The physician has used this product numerous times. The device was flushed correctly and no damage to product during the preparation. No damage to the box and product was within date. This was the fifth smart flex stent he had used during the day. The tuohy borst connector was not loose; it was tight. The target lesion location was the sfa (superficial femoral artery). However, the stent did not even enter the patient. The sales rep was present at the time and was watching the device being prepared. There was no difficultly or problem during the preparation of the device. Nor was the box or packaging damaged. Whilst back loading the stent on a wire, it was noted that the stent had already partially deployed. The stent then was removed and examined. The stent had deployed into a martini glass shape and wouldn¿t budge back into the shaft. There was no resistance or issues whilst back loading the device. The doctor then proceeded with another smart flex stent and had no issues what so ever. At the time there was no picture taken, but the staff put the device away for collection. When sales rep came to collect it the next morning, the nurse manager had discarded the device in the bin. The device was not returned for analysis. A device history record (DHR) review of lot 37156 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses deployment difficulty - premature/prior to use¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural or handling factors may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.